Event description:
The pt reported that in 2003, he had a cypher stent implanted in the right coronary artery. In 2007, the pt began experiencing chest pain. The usual first aid treatment did not relieve the pains. Therefore, a call to the primary cardiologist prompted an immediate trip to the hosp emergency room. On the same day, the pt was admitted to the hosp for further tests. The following day, a heart catherization showed several blockages, but the physician stated no more stents could be used. One of the blockages detected was in the same right coronary artery in which the stent was implanted in 2003. The pt had a bypass and the bypass included the right coronary artery. The stent was left in its original place. The pt was discharged and did not report any further info.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.